Manufacturer narrative:
Concomitant medical products: wl gore mycromesh plus 15x19 (lot# 13374847 and 15148973). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced chronic wound, sinus and wound infection, infected abdomen and wound with wound sinus, chronic draining sinus, chronic non-healing wound, infected mesh, unincorporated mesh, and fistula tract. Post-operative patient treatment included incision and drainage of chronic wound, application of wound vac, removal of several pieces of mesh material, debridement with removal of mesh, and excision of retained mesh with nonhealing wound exploration and debridement. The device had been used with concomitant devices wl gore mycromesh plus 15x19 (x2), lot#'s 13374847 and 15148973.